Manufacturer narrative:
Currently, there are no patient injuries associated with this event. The reported symptom relating to, a water culture test was conducted on the system at 83% completion of the cycle on july 31, 2017; the results were recently returned and indicate the colony forming units were >1,000, cannot be clearly determined; however, was likely a result of human error. The system was serviced by cui and subsequent testing (sampling) conducted on 08/02/2017 (per the facility protocol) of the system at 83% completion of the cycle, finds no growth. Custom ultrasonics is reporting this event out of an abundance of caution.

Event description:
The facility's infection prevention department stated that a water culture test was conducted on (B)(6) 2017. The results indicated that the cfu's were greater than 1,000 cfu per ml.